Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085838/7085913/7085915/7085996.

Event description:
It was reported that the experienced an inadequate stimulation and did not like how the ipg felt. All components were explanted and will not be returned per hospital policy.